Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. There was no image due to a pinch on the insertion tube, the charged coupled device (ccd) was no good. This issue was due to an electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope anytime it is flex it up or down it loses communication. The issue occurred during diagnostic bronchoscopy procedure. It was prolonged for less than 30 minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being - b5 additional information.

Event description:
Regarding the less than 30-minute delay to procedure, a review was performed by the clinical team and assessed as not clinically significant.